Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 750 mg/dl and a bolus was delivered; however, bg remained high. Ketones were present. The contact reported that no insulin was exiting from the infusion set tubing. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka) and high bg. The customer was treated with an insulin drip. The customer was discharged on (B)(6) 2018 and the pump has been working since the hospitalization. The contact declined further troubleshooting.